Event description:
Reportedly, a 29mm valve was explanted after an implant duration of approximately 2 years 9 months (33.23 months) due to mitral regurgitation (mr) and infective endocarditis (ie). The customer reported the following: a perimount plus valve, model 6900p29mm, was implanted at another facility on (B)(6) 2009. It was later observed that the posterior part of the valve was moving up and down and mr was observed around the posterior area under echo. The patient was transferred to a new facility and on (B)(6) 2012, the valve was explanted and replaced with a perimount plus valve, model 6900ptfx25mm. At explant, it was confirmed that the patient's native annulus was fragile due to infective endocarditis (ie). Two to three sutures connecting the valve and the patient's annulus were detached from the annulus. The customer commented that there was no problem with the valve. The patient's annulus was reinforced by the patient's native pericardium prior to the re-mvr. The customer also commented that this explant was within expectation and not device related. The patient recovered as of (B)(6) 2012. The device will not be returned for evaluation because it was discarded at the hospital due to infection. Echo report will not be provided.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because the device has been discarded by the hospital due to infection. The source and type of infection have not been provided. No additional patient information will be provided. The echo report will not be provided. Conclusion: prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and/or type of infection has not been provided. The surgeon has also indicated that this event was not due to a malfunction of the device and the explant was not device related.